Manufacturer narrative:
H3: product analysis: evaluation determined that the tool couldn't be inserted in the attachment. The likely cause of failure was due to bearing (internal tube) being detached. It was also noted that there was corrosion and fracture of the bearing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before operation the device was sent for inspection with no alleged product deficiency. At the time of report, there was no patient involved. Additional information received stating that the bearing (internal tube) was detached found upon evaluation.